Event description:
The pacemaker was implanted in (B)(6) 2006. Following some radiotherapy sessions (in (B)(6) 2007), the device could not be interrogated during follow up in (B)(6) 2007. In addition, no magnet response was observed. A switch to standby mode was done with a laboratory software and re-initialization with the programmer was attempted. However, no further information was provided.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Investigation results: no programmer files were provided for analysis to confirm the difficulties to interrogate the device. Files corresponding to the device re-initialization were also not provided. Therefore, it is not possible to determine the origin of the interrogation failures. However, it is possible that ram data were altered due to the radiotherapy sessions, which would have rendered interrogation difficult or impossible.